Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance anomaly. A new ra lead of the same model was placed. No adverse patient effects were reported. Additional information indicates that this lead was not implanted successfully due to the suture sleeve being stuck down by the tip and ring electrode and the physician was unable to move or slide the suture sleeve back up to the pin. This lead was shipped for return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance anomaly. A new ra lead of the same model was placed. No adverse patient effects were reported.